Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Analysis of the device memory indicated the battery impedance trend was rising. Recommended replacement time (rrt) alert was triggered on (B)(6) 2016 due to impedance. The implant to recommended replacement time (rrt) months was 16.60. Rrt was prior to explant. Daily battery voltage trend shows battery voltage of >2.85 volts. Daily battery trend data shows a gradual rise in battery impedance.

Event description:
It was further reported that the device was explanted.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.